Event description:
A pt was undergoing an outpatient surgical procedure for removal of a lesion eyebrow. As the physician started to use the cautery pencil, an arc occurred causing a flash. The towel folded across the pt's eyes caught on fire. Oxygen was being administered by a cannula at the time of the event. The fire was immediately extinguished. Reportedly the pt sustained first and second degree burns to their face, nostrils and mouth. The pt was then intubated and transferred to a hospital with a burn unit. Per the hospital rep, the pt has now returned to their home.